Manufacturer narrative:
(B)(4). To date, the device has not been returned. If the product is returned for evaluation, any further information derived from the evaluation will be submitted in a supplemental 3500a form.

Event description:
It was reported by an attorney that the patient underwent a hernia repair surgery on (B)(6) 2013 and meshx2 were implanted. It was reported that the patient experienced severe abdominal pain, scar tissue, adhesion and hernia recurrence. It was also reported that patient underwent removal of mesh on (B)(6) 2014. No additional information was provided.